Event description:
Received electro convulsive therapy from (B)(6) for major depressive disorder. I am also diagnosed with autism, ptsd, and dissociative disorder. I had the normal reported side effects of difficulty with memory or thinking clearly; however, it also drastically worsened my sensory overload issues. My mind was able to eventually focus again but has been over 5 years and still suffer from greatly heightened sensory challenges and inability to filter multiple sights, sounds, and smells. After the initial major increase in symptoms, I have noticed it steadily gradually got worse to the point I have great difficulty just going outside from all the input. I cannot be certain if the gradual worsening was related to ect but the sudden major worsening of symptoms at age (B)(6) had to have been more than coincidental. If I had known this was a possibility I never would have done it. Please prohibit or include warnings on ect and possible effects on autism. FDA safety report ID# (B)(4).